Event description:
It was initially reported that the physician's handheld was not holding a charge believed to be due to the age of the handheld. No additional information was provided. Good faith attempts for additional information and for product return have been unsuccessful to date.